Event description:
Caller reported a cgm error 42. There was no adverse impact to the customer's blood glucose level. Technical support provided complete pump reset information and assisted the caller in resetting the pump. After the reset, the error code did not reappear, and the caller was able to successfully start their sensor session.